Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the keypad traces were inspected and no moisture damage found was found on the keypad traces. The keypad connector was fully locked.

Event description:
Customer reported being hospitalized for high blood glucose as a result of their insulin pump buttons not working. Prior to hospitalization, customer also had low blood glucose which resulted in a seizure. Customer was not in an accident. Date of hospitalization was (B)(6) 2014. Blood glucose reading at the time of admission 100 mg/dl. Customer was not wearing pump at the time of hospitalization because, it was out of warranty. Customer reported being off of the insulin pump for two weeks prior to hospitalization. Customer had blood work and a cat scan. No additional information is provided.